Manufacturer narrative:
(B)(4). Device evaluated by manufacturer ¿the product returned has a kink located approximately 13cm from the distal tip between the ring 1 and ring 2. Ring 1 seal is compromised and there is body fluid under the seal. Tip motion was evaluated against the specified curve template/fixture. The left curve failed to reach the specified template area; the tip does not bend to the left. The right curve test passed, but had an irregular shape due to a kink. The x-ray showed a bent center support. The distal section was dissected and a very small amount of body fluid under r1 ring. The kevlar wrap is displaced and the center support is bent. Dissection showed one steering wire was detached from the center support. There was sign of a typical solder connection between the center support and detached steering wire. The attached steering wire solder joint is cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that the catheter steering mechanism broke. Right atrial fibrillation ablation was attempted using a intellatip mifi¿ xp temperature ablation catheter. During ablation the catheter steering mechanism broke, so it was replaced with a new device and the procedure was completed. No complications were reported and the patient is fine. However; returned device analysis revealed the seal of ring 1 is compromised.